Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. There was no information that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the patient¿s cardiac arrest and death. At this time without additional information no conclusion can be made that there was any causal relationship between the patient¿s cardiac arrest and death and the peritoneal dialysis treatment and fresenius products.

Event description:
A peritoneal dialysis (pd) nurse reported that the patient passed away due to cardiac arrest while in dwell 2 of treatment. Per the nurse, the death was not related to pd therapy or products and related his death to his pre-existing cardiac condition. The cause of death was listed as cardiac arrest.